Event description:
The customer reports one patient with an initial falsely elevated axsym total psa assay result of 8.343 ng/ml. The patient retested at 0.205 and 0.232 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
An evaluation was performed in response to the customer issue of axsym analyzer, serial number (B)(4), generating discrepant patient results and generating instrument error codes 5050 (homing failure) and 5006 (matrix cell carousel motor stall errors). The issue was resolved with the replacement of the matrix carousel home sensor by an abbott field service engineer. Subsequent instrument operation was acceptable. The evaluation of the issue consisted of a review of complaint documentation, current axsym labeling, and the information provided in the complaint text. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym system operations manual, list number 09a26-06, and the assay package insert contain information to address the customer's current issue. Based on the current available information and this evaluation, no deficiency was identified for the axsym analyzer list no 07a83-95, or the matrix cell home sensor part no. 4-37045-01 for the issue under evaluation.